Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time there have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, there were two cracks found on the implanted lens. The lens was removed. Because the lens was removed, a vitrectomy was required. Additional information was requested.